Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the occlusion know on a sucker roller pump seized up. The device was not changed out as the field service representative (fsr) entered the cardiovascular operating room (cvor) during the case, removed the tongue, un-jammed the occlusion knob, re-installed the tongue, greased the occlusion knob lip, occluded and unoccluded the roller pump and placed the roller pump back into operation. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The complaint was confirmed by the field service representative (fsr). The fsr returned to the hospital to visually inspection the occlusion knob and threaded shaft for burrs and found none. The fsr completed preventative maintenance. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.